Event description:
The user facility reported that a pt claimed to have passed a right-angle shaped rubberized item an unk number of days following a colonoscopy examination. The procedure was said to have been performed over five years earlier. The pt reportedly experienced continuous digestive problems, including gastroesophageal reflux disease (gerd) following the 2003 procedure, and had voluntarily not sought further medical treatment at the time of the event. The unidentified item was discarded.

Manufacturer narrative:
No equipment said to be associated with this report was returned to olympus for investigation. The reporting user facility was not able to identify which endoscope was used during the procedure. If further significant info is obtained, the report will be supplemented. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.